Event description:
3m infusion pumps on (2) occasions, when used by patient's ambulating, went into "8888" mode on the volume limit, ml/hr rate and when operation buttion depressed resumed operation but at a rate of 8888 ml/hr. One patient no adverse effects, other patient received 1 liter of tpn in a short time period. 3m representatives notified by bio-med personnel. Bio-med has duplicated this sequence in testing via static electrical discharge e.c.r.I. Being queryed re: any previous reportingof this phenomenon by facilities. Advisory sent to phs system re: potential pump failuredevice not labeled for single use. Patient medical status prior to event: invalid data. There was multiple patient involvement. Number of patients involved: 2.device serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: distributor. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: electrical problem, telemetry failure, improper atmosphere, fail-safe systems. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.